Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a admin set, clave¿, ext smallbore, 2 nanoclave¿ generated a leak during patient use. The following issue was reported by the customer: ¿nacl 0.9% does not flow into the infuser tubing. Device retained for analysis. Placement of the infuser, then priming the drip chamber. The solvent flows into the drip chamber but not into the infusion tubing. Checking the clamps ok, checking the wheel allowing flow adjustment ok. Opening the terminal cap of the tubing to check if there is a pressure problem but the liquid is still not flowing. Consequence: use of another tubing. Equipment available for materiovigilance.¿ there was no patient harm reported.

Manufacturer narrative:
Received one used. List #011-mc330694, admin set, clave¿, ext smallbore, 2 nanoclave¿. --> one used. List #unknown, chorure de sodium 0,9% carelide 100 ml intravenous bag. As received, noted the roller clamp was activated, no other physical damage or anomalies observed. Tubing set with sodium chloride bag placed on IV pole, opened roller clamp, set primed with no occlusion. Cannot confirm customer complaint of "nacl 0.9% does not flow into the infuser tubing". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 9/4/2024.